Event description:
It was reported that the customer received the compromised force sensor system alarm while rewinding the insulin pump. The customer's blood glucose was 164 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was dropped or bumped prior to the alarm occurring. The customer stated that the drive support cap was sticking out. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.